Event description:
Patient's mother reported her son experienced elevated blood glucose readings yesterday, ketones, and ended up in the hospital for the concern to be resolved. Mother stated patient is currently not using the infusion device. Mother reported they have been experiencing a number of e4 (occlusion) error messages lately and when priming the device without a cannula could see the insulin moving as it should be. Mother stated in the morning the patient had elevated readings and by 11 am the reading was "hi"; decided to do a ketone check which was 1.8 %. Mother reported she changed the insulin, cartridge; infusion set tubing and cannula and then delivered a correction. Mother stated by 1 pm the patient's blood glucose reading was still only saying "hi" and at this point she took him to the local hospital where the removed the infusion device, checked his blood glucose level and delivered insulin via pen. Mother reported that by the evening the patient had been allowed to leave the hospital with a reading of 16 mmol/l (288 mg/dl) with no ketones. Patient's normal blood glucose range was not provided. Mother stated she continued to check the patient's blood glucose levels overnight and they continued to drop and he is now within target range; was done via pen. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Event occurred in (B)(6).